Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker has recorded numerous atrial tachy response (atr) episodes. A review of the electrograms show that the atrs were triggered due to noise on the right atrial (ra) lead. The pacing impedance measurements on the ra lead were in normal range. Boston scientific technical services (ts) was contacted and discussed that the noise is from minute ventilation operating and is indicative of a lead issue. Ts recommended additional troubleshooting and lead testing and discussed programming options. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was subsequently removed from service due to a system upgrade. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.